Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source xenon lamp does not ignite and the spare lamp comes on. In addition, an e207 error was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, minor corrosion on the rear panel, minor wounds to the top cover, and minor wounds to the front pale were found; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the ¿spare lamp blinking on front panel intermittently¿ is due to loose connection inside the unit. After fixing the connector, it was working fine. Olympus will continue to monitor field performance for this device. If additional information becomes available, this report will be supplemented accordingly.